Manufacturer narrative:
Additional information was received confirming the device was in use with a patient and there was no patient injury. Product has been received.

Event description:
It was reported that a cassette latch error occurred. No patient injury was reported.

Manufacturer narrative:
No lot number provided for DHR. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition, the tamper seal was missing and no error noted in the event history log. Functional testing was unable to duplicate customers reported problem. Device passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. The latch / lock optic sensor were replaced for preventive measures. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.